Manufacturer narrative:
The customer did not complete the recommended qc testing prior to reporting pt ctni test results.

Event description:
A falsely elevated ctni result of 0.9 ng/ml was reported by the laboratory. The pt sample was run and a result of 0.0 ng/ml was reported before the qc was completed. The qc results were high. Troubleshooting of the device performed by dade behring personnel resulted in the replacement of the aspiration pump. The repeated qc results were within peer ranges. The pt test was repeated on the original sample and resulted in 0.0ng/ml. There were no adverse health consequences as a result of the initial falsely elevated ctni result.